Manufacturer narrative:
Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) will be explanted and replaced with a different model, zcu375, and lower diopter power (28.0) iol. It was learned that the patient had extreme hyperopia. Ladas, barrett, & lenstar internal formulas predicted emmetropia with 34.5d lens. Reporter consulted with an expert who thinks that j&j lenses may be overpowered at high powers. It was in this case. Pre-op visual acuity (va) 20/70, post-op 20/25, but -5.25 + 1.25. At explant there was no incision enlargement, no vitrectomy, and no sutures were required. No adverse events. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 3/4/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half with a detached haptic, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.